Event description:
It was reported that the device's downstream occlusion (dso) sensor was bad. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was returned in used condition. Visual evaluation found a worn downstream occlusion (dso) seal. Functional testing found dso sensor failed and the dso sensor was deemed inoperable. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.